Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The reporter indicated the plastic at the tip of the catheter split during the technique. The catheter was inserted on february 24 and split 3 days later. The catheter must be removed and another replaced which is invasive for the baby.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Evaluation summary: a review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection found a crack in the luer/hub that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the effectiveness phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.